Event description:
It is reported that a customer experienced high blood glucose of 452 mg/dl. The customer was treated for the high blood glucose with an insulin pen injection. The customer was helped with trouble shooting and found that there were small bubbles in the tubing of the insulin pump. Aside the small bubbles in the tubing the insulin pump worked as it was designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.